Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during an unspecified surgical procedure. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported that the motor burnt out on the motor device. It was unknown if the device was used in surgery. It was unknown if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.